Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by abdominal pain and feeling sick. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unknown date, the patient was treated for the peritonitis with cipro (ciprofloxacin) (500 mg, orally for 21 days). Six days after being admitted, the patient was discharged from the hospital. One month after onset, the patient was seen in the clinic and considered to be recovered from the event. At the time of this report, antibiotic treatment and dianeal therapy was ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).